Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) went into a storm of ventricular tachycardia/fibrillation (vt/vf) for which the ICD delivered numerous shocks. Review of the strips by guidant's technical services department noted a few beats were undersensed. It was also noted that a few beats fell outside the ventricular refractory period that caused pacing inhbition. It was further reported that the rate cut-off was programmed to 185. While the physician was interogating the ICD the patient went into vt at a rate of 150 bpm. A stat shock was delivered and the arrhythmia was successfully converted. The physician reprogrammed the rate cut-off to 140-145 bpm.